Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most probable cause of the reported complaint was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope was found to have a scratched outer tube, resulting in sharp edges. The meniscus of the charged coupled device (r-unit) section was broken, the charged coupled device (r-unit) was broken, the plug of the video cable section was damaged, and the image quality was poor. There was no patient involvement.